Manufacturer narrative:
One sample was received for evaluation. Visual inspection revealed the sample was received unused, in a plastic bag in original packaging. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump did not recognize the tubing cassette. Different pumps were used, and cassette not attached was present. A different tubing was then used, and the issue resolved. No patient injury was reported.

Manufacturer narrative:
Corrected data: h6 sample was received; not device not returned.